Event description:
The customer received a blood glucose reading of 157mg/dl on the contour meter, re-tested on a different meter and the reading was 83mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged.the customer has no remaining strips to return for evaluation. Strip information was not provided. A new kit was sent to the customer.